Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error and replaced the universal surgical manipulator (usm)4. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer observed an error on universal surgical manipulator (usm) 4 which would not recover. The technical service engineer (tse) as the customer to power off the system and back drive axis 1 and 2 on the universal surgical manipulator (usm). The customer then performed an emergency power off (epo) of the patient side cart (psc); however, the error returned. The customer would proceed with a 3-arm procedure and would notify the surgeon. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4 was analyzed and in logs, axes controller arm (aca) in usm4 failed initialize i2c device:(i2c_dev_type_encoder_eeprom, and followed by a 1123 arm4 usm encoder error, failed to read cal data from searchlight p3=1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a pftp where usm agc current test was found to be failing dof2/yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault of the yaw searchlight ffc within the affected usm.

Event description:
Refer to h11 for follow-up information.